Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for proximal pressure sensor calibration. In addition to the above evaluation, during investigation of the unit noticed the tubing is damaged has a hole in it and the porting block adapter kit has a broken nozzle from assembler error. The trilogy 100 tubing kit and porting block adapter kit has been replaced due to test failure. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.

Manufacturer narrative:
On previously submitted report b5 was incorrect, it is corrected - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for proximal pressure sensor calibration and oxygen low flow. The device's inlet air path, air path foam, and flow path were replaced to address the issues. In addition to the above evaluation, during investigation of the unit noticed the tubing is damaged has a hole in it and the porting block adapter kit has a broken nozzle from assembler error. The trilogy 100 tubing kit and porting block adapter kit has been replaced due to test failure. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended. The device passed all testing. In box h was incorrect. It has been updated/corrected in this report.